Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated magnesium (mg) result generated on the architect c4000 analyzer on one patient. Results provided: 15jan2020 sid k515058706 = 8.05 / 1.80 / 1.79 / 1.80 / 1.79 / 1.81 meq/l. Reference range: 1.3-2.1 meq/l. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. A review of ticket trending and product lot number (28784un19) search found one other complaint that was similar for falsely elevated magnesium patient results. The trend review by the product list number found no trends related to this issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified.